Event description:
Information received indicates the device was most likely removed due to stenosis. Inspection by the hcp at retreival showed aneurysmatic dilatation of the conduit. The device was replaced with no additional consequence reported for the pt.